Event description:
51 year old female placed on CT table for scan. As table was feeding into machine, table began to tilt. Pt in danger of falling to floor on her head. Attendant grabbed table and prevented pt from falling to floor.